Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer performed a supply change to resolve the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause for high bg was unknown. Customer performed a supply change to address bg.